Event description:
The user reported a burn in the pad. Our investigation found a 1/4" diameter burn hole in the pad cover that was caused by a broken thermostat terminal. The power cord had also been severed and the pad showed signs of extensive misuse.

Manufacturer narrative:
The user reported a burn in the pad. Our inspection found a 1/4" diameter burn hole in the pad cover that was caused by a broken thermostat terminal. The power cord had also been severed and the pad was in bad shape and showed signs of extensive misuse. The pad shows signs of misuse. A great force directly on the thermostat is required to break the terminal in such a way to cause sparking. We have completed a CAPA project ((B)(4)) to improve the I-stat terminal issue.